Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, water tightness was lost due to a dent on scope cover, probe cover had a scratch, light guide lens had a crack, adhesive around light guide lens was peeled, objective lens had a chip, adhesive around objective lens was peeled, scope connector cover unit had a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, free-engage knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, connecting tube had a scratch, switch 4 had wear, suction cylinder was shaved, scope connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, image guide protector had a cut, scope cover had a scratch, adhesive on distal sheath had a crack, up/down knob could not be locked securely due to wear of forceps elevator lever, an abnormal sound was made due to damage on up, down knob, insulation resistance value at distal end did not meet the standard value due to adhesive peeling on distal sheath, water tightness was lost due to a scratch on switch 1, switch box had a scratch and connecting tube had a wrinkle. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6) added due to character limitation in respective field.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material inside the nozzle. There were no reports of patient involvement.